Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. D4: batch #u5c63f. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a motor sound was something unusual, and the knife could not return to home position at the 2nd firing. The knife reverse switch was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient.